Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3 - date of event is estimated. Section a4: patient weight is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000136226.

Event description:
Related manufacturer reference number: it was reported that patient experienced multiple falls and is having ineffective coverage of therapy and pain at the ipg site. It was noted that the patient experienced several falls. As such surgical intervention may take place at a later time.